Event description:
A 6f angio-seal vip device was used for right groin access closure on (B)(6) 2014. The deployment was successful and hemostasis was achieved. On (B)(6) 2014 the patient came back to the cath lab with a "cold right leg". Angiography was performed and confirmed no blood flow from the right external iliac artery to the bifurcation of the profunda and superficial femoral arteries. A vascular surgeon was consulted and subsequently performed an "angiojet" procedure to attempt aspiration and removal of accumulated thrombus. This procedure was unsuccessful and the patient underwent surgical repair of the thrombosed arterial segment. The patient has blood flow restored and is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.